Event description:
Additional information received from the attorney reported that the stimulator had a warranted nine year device life and oral promises were made regarding the device¿s life span. The attorney stated that despite these affirmations the stimulator failed well before the expiration of nine years and their client suffered severe personal injury caused by the breach of warranty.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the patient via the manufacturer¿s representative reported that they has ¿jolting¿ of the stimulation from their im plantable neurostimulators (ins) down their legs. It was also reported that it was hitting their ribcage. The clinical specialist attempted to meet with the patient but was unable to. Phone conversation took place as interventions/actions for the issue. It was reported that the ins was explanted. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that less than three months from the date of implant the device began to exhibit problems; including the battery requiring nine hours of charging time daily, during which the device would become so hot the patient felt as if their skin was on fire. The company representatives were unable to make the necessary adjustments to correct these problems. The heat generated by the device during charging resulted in painful burning at the implant site. The severe burning experienced by the patient could only be the result of a manufacturing defect that caused the device to exceed the maximum temperature as designed. There was a manufacturing defect that caused the ins to malfunction and fail. The ins was defective with respect to the manufacturer, as they deviated materially from the approved manufacturing specifications and did not meet the approved specifications. The ins was inherently dangerous and defective, unfit and unsafe for their intended and reasonably foreseeable uses. The patient experienced physical pain, mental anguish, physical impairment, and disfigurement in the past and future. Medical treatment was required . On (B)(6) 2016, the patient had the ins surgically removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a legal representative again reported ¿burning while charging¿ and that their device required nine hours per day to charge. In addition to these issues, it was reported the patient also experienced a ¿programming malfunction,¿ the MRI mode being ¿too short to complete MRI,¿ and ¿jolts of stimulation¿ that ¿caused her to fall a lot.¿ the ¿date of defect¿ was noted as (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the MRI mode did not last long enough to complete an MRI study. The program settings changed randomly.